Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligners were extremely painful, made their mouth stick out weirdly and they cut the inside of their mouth. The also mentioned that their dentist informed them of having bone loss associate with aligner use. This is a contraindicated patient for crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.